Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, an unspecified device failure occurred. The device was removed and a second proglide device was used with the same results. The method of how hemostasis was achieved was not reported. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. (B)(4). Devices #2 - proglide (part #12673-03; lot #920376h) are being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found an anterior cuff miss occurred as evidenced by the anterior cuff remaining in the foot pocket and the anterior needle was undisturbed. Because the anterior needle did not engage with the cuff, the suture could not be retrieved when retracting the needle plunger and the knot could not be formed to be advanced to the access site to close the vessel. Because the link was held on one end by the anterior cuff in the foot pocket while being pulled on the other end, this resulted in the link break at the anterior cuff. During testing, the plunger was reinserted to test the needle trajectory and push mandrel travel length and the results were acceptable. Based on the investigation findings, the probable root cause for the anterior cuff miss and subsequent link break is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Baxter (B)(4) reported that the cap on the patient connector was separated and loose in the pouch. No patient injury or medical intervention was reported. No further information is available.